Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that this right ventricular (rv) lead presented with no sensing, loss of capture and a pacing impedance measurement above 2500 ohms. When the associated device was interrogated, the daily measurements also showed high pacing impedance measurements, loss of capture and sensing, and unsuccessful autocapture since the end of january. No adverse patient effects were reported. A lead revision was performed.

Manufacturer narrative:
The patient was hospitalized until a lead revision could be performed. No additional information is available. Once the revision is performed, this report will be updated.this rv lead was capped and abandoned in the patient and a new competitor's lead was then successfully implanted. No additional information is available. If any additional information does become available, an amended report will be submitted.